Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was placed and excess lead was wound around the pacemaker. Fluoroscopy was performed which noted the right ventricular lead's helix had retracted. The lead was attempted to be removed however, the pacemaker's set screw was unable to be loosened. The device and right ventricular lead were removed and replaced. The patient was stable.

Manufacturer narrative:
The previously reported g3 - report source should not have indicated "study".

Manufacturer narrative:
The reported event of the ventricle-setscrew was stuck and could not be untightened to remove the lead was confirmed. Analysis found the v-setscrew was firmly stuck in the connector block and required destructive methods to separate it from the device connector. Foreign material was found in the v-connector block threads. Further evaluation confirmed the foreign material found in the connector block threads to be epoxy, which caused the setscrew to get stuck. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place which prevented the removal of the lead.